Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer is not experiencing symptoms and no further medical attention is required. Customer did seek medical attention on (B)(6) 2018. The customer stated that when trying to use the meter he got the result of hi and the home health nurse called 911 and the customer was taken to the hospital. He was at the hospital they gave him an IV and also insulin for a blood glucose reading of 448 (unknown if fasting). Customer left the hospital on (B)(6) 2018. The customer was able to test on the meter on (B)(6) 2018 and received a result in the 200 mg/dl fasting. The customer is satisfied with the meter; there will be no replacement.

Event description:
The customer originally called in and spoken to a customer care coordinator to perform a blood test while performing a blood test the customer got the result hi. The call was transferred to a customer care representative. The customer's home health nurse wanted to know what hi was and I explained to the home health nurse that hi means the result was over 600 mg/dl. The customer's home health nurse was really concerned about what to do regarding the customer getting the result of hi. The customer stated that he is not experiencing any symptoms regarding his diabetes however has not taken his insulin over 24 hours. The home nurse was worried about that and could not troubleshoot the meter at that time. Customer will seek medical attention.